Event description:
The customer reported the subject device had an angulation control lever issue. The device was sent to an olympus service center for evaluation. Upon inspection and testing of the customer returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off). There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
In addition to coating peeling off due to deterioration, service found the angle wire was broken, a dent on the insertion tube due to physical stress, leakage from the body control unit, the bending section cover adhesive was chipped, the eyepiece section was scratched due to physical stress, and paint peeling off from the control section.the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the stress of repeated use, external factors, or handling caused the indicated phenomenon. Olympus will continue to monitor field performance for this device.